Event description:
Initial report was that a patient had 6 drop seizures and that the patient was referred for a prophylactic full revision of the vns (replacement of the lead and generator). Further information was received from the physician's office that the cause of the increase in seizures was unknown, but that the patient had missed some medications. The relationship of the increase in seizures to vns baseline levels was unknown. The patient was referred for full revision as a result of the increase in seizures. Clinic notes received for the patient indicated that the vns was reprogrammed. No known surgical intervention has occurred to date. No other relevant information has been received to date.